Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Data analysis was performed and technical services (ts) confirmed that the power consumption was increasing in a gradual fashion. Ts recommended to either have this device replaced or have the battery status re-evaluated in 90 days' time. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Data analysis was performed and technical services (ts) confirmed that the power consumption was increasing in a gradual fashion. Ts recommended to either have this device replaced or have the battery status re-evaluated in 90 days' time. This device currently remains in service. No adverse patient effects were reported.